Manufacturer narrative:
Internal report reference number: (B)(4). Most likely underlying root cause: mlc-28: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for requiring medical attention due to not receiving replacement meter and was unable to test. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling dizzy. Medical attention is reported as a result of reported symptom. Customer states she never received glucose supplies and was unable to test her glucose. Customer called for ambulance and was sent to the hospital on (B)(6) 2019. At the hospital, customer was treated with insulin and monitored until glucose levels dropped. Customer was released from hospital on (B)(6) 2019 and diagnosed with hyperglycemia. Customer was advised to follow up with diabetic educator on (B)(6) 2019. Order was reshipped to customer.